Manufacturer narrative:
The investigation into the aic - system self-check error has been completed since the original report was filed. The product was returned for investigation. No console logs were available at the time of the issue occurrence because the self check failure prevented the console from booting up. Therefore, console logs were not used in this investigation. The console was tested and physically inspected after being returned to field service. A firmware check was performed, which revealed that there was a lack of communication between the 4-in-1 and the battery 1 circuitry on the electronic control board (pbm). The cause of the aic issue was contamination. There was corrosion of the pbm traces from leakage of electrolyte of the supercapacitors.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The user facility reported that during a case preparation, the automated impella controller, (aic) had a error message that system self check failed - change console immediately. Troubleshooting was performed with no resolution. A replacement loaner was sent to the facility. No patient is involved.